Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can de drawn at this time.

Event description:
The customer stated that the insulin pump alarmed during the manual prime. The customer was also connected to the infusion set at the time of the prime, and received almost 100 units of insulin. The customer was taken to the hospital for treatment. Advised that the insulin pump would be replaced due the alarms. Nothing further was reported.